Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(4). On (B)(6) 2018, it was reported that the unit had a jammed handle. On (B)(6) 2018, it was clarified that the event occurred during surgery and there was no harm to the patient. There was an unknown amount of time delay to the procedure. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher on (B)(6) 2018 revealed that the calibration was within specification and the device produced a passing sample mesh. The roller, roller gear, comb, and ratchet gear had visible damage. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, roller gear, damaged comb and ratchet gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the damaged roller, roller gear and ratchet gear could cause the handle to be jammed. The cause of the device¿s handle being jammed was due to the damaged roller and gears. The root cause of the device¿s handle being jammed could not be determined with the provided information since it is unknown what caused the damage to the components. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that during surgery, the unit had a jammed handle which prevented the device from moving up and down. It's unknown if there was any delay. No adverse events reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). It was reported that unit had a jammed handle which prevented the device from moving up and down. The event occurred during surgery and there was no harm to the patient. Unknown if there was a delay. Summary on april 18, 2018, it was reported that the unit had a jammed handle. On april 24, 2018, it was clarified that the event occurred during surgery and there was no harm to the patient. There was an unknown amount of time delay to the procedure. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher on may 5, 2018 revealed that the calibration was within specification and the device produced a passing sample mesh. The roller, roller gear, comb, and ratchet gear had visible damage. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on may 5, 2018 which included replacement of the roller, roller gear, damaged comb and ratchet gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection the device has intended. The root cause of the device¿s handle being jammed could not be determined with the provided information since the functioned as intended. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.